Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller was told that the stimulator was ¿non-functioning¿. The caller indicated that they also go information that indicated the stimulator may still be functional, but the patient has not been using the device. The caller did not know specifically when the stimulator may have become non-functional but was told it had been years.